Event description:
The extension set was in use for several hours when it was found leaking blood on the pt's bed (estimated pt blood loss was 75-100cc). The set was reported to have leaked where the tubing goes into the t-connector. There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.